Manufacturer narrative:
Additional information was added to a1, a2, a3, a4, a5, a6, b3, b5, d4, h4, h6 and h10. A 1: update to none (previously reported as unknown). A2, a3, a4, a5, a6: update to na (previously reported as ni). B3: approximate event date: june 2023 (previously reported as asku). B5: updated information received stating there was no patient involvement. The issue was noticed during preparation of chemotherapy. D4: update to expiration date h6: updated to f27 (previously reported as f26). H10: the device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked around the base of the filter. The issue occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.